Event description:
It was reported that balloon rupture occurred and the patient experienced vessel dissection. Vascular access was obtained via the radial artery. The non-occluded, 10 cm in length target lesion was located in the severely tortuous and severely calcified, 3mm in diameter right coronary artery (rca). A 2.50mm x 12mm emerge¿ balloon catheter was selected for use to predilate the lesion. Upon the first inflation, the balloon ruptured at 12 atmospheres in a "unique spot", making the contrast come out with high pressure and caused vessel dissection distal and proximal to the lesion. Stenting was performed to resolve dissection. No segment of the balloon was detached inside the patient. The balloon was retrieved and was inflated outside the patient's body which revealed a single hole. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine and stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc idsupplemental medwatch will be filed. (B)(4).